Event description:
A high drain error 102 (night drain #2) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 12:13:38. This indicates the patient drained greater than 200% (standard mode) or 190% (low fill mode).this meets criteria for iipv. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). There was no assignable cause determined for the high drain error 102 found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.